Manufacturer narrative:
It was reported that when drilling with an ad tech drill through the 2.45 drill adaptor s/n (B)(4), after a few seconds, the drill bit fused to the drill adaptor. Mineral oil and soaking the piece in cold water was used to try to remove the drill bit from the drill adaptor, unsuccessfully. An other 2.45 drill adaptor was used for the remainder of the case. It was later on confirmed that spd was able to get the drill bit out. On (B)(6) 2020, the field service engineer who reported the complaint stated that the customer wishes to keep the drill adaptor to see if during the next case they are able to use it before returning. A review of the pictures provided by the field service engineer who reported the complaint did not enable to push the investigation further. As the device was not returned for investigation purposes, the root cause of this event remains unknown. However, the most probable root cause is that the friction between the drill bit and the drill adaptor caused the metal to heat up and swollen and then the mechanical jam. A CAPA is on-going in relation to 2.45 drill adaptor issues. Unique identifier (UDI) #: (B)(4).

Event description:
The following event occurred during guidance of an seeg case: after the resident had driven to the first trajectory, she began drilling with an ad tech drill through the 2.45 adaptor. After a few seconds, the drill bit fused to the adaptor. After removing the drill and the adaptor from the instrument holder, mineral oil and soaking the piece in cold water was used to try to remove the drill bit, but both methods were unsuccessful. The back-up 2.45 drill adaptor was used for the remainder of the case. The delay was under 1 minute.